Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: please find enclosed a report from matériovigilance concerning 1 2p syringe with plastic chips or traces of lubricant after mobilization of the piston. The dm has been kept at the pharmacy for analysis. Plastic particules or lubricant inside the syringe when the plunger was mobilised before using the syringe.

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: please find enclosed a report from matériovigilance concerning 1 2p syringe with plastic chips or traces of lubricant after mobilization of the piston. The dm has been kept at the pharmacy for analysis. Plastic particules or lubricant inside the syringe when the plunger was mobilised before using the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 2005126 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. H3 other text : see h10.